Manufacturer narrative:
The referenced driveline infection of 06/2016 was reported under medwatch MFR report# 2916596-2016-01385. (B)(4). Approximate age of device - 3 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient experienced a previously unreported, chronic driveline infection that improved with bactrim. Incidentally, it was also reported that the patient experienced right heart failure and complications associated with chronic renal insufficiency. On 12/23/2016, it was reported that the patient experienced a stomach flu, and due to the combination of other comorbidities, opted for hospice care. The patient expired due to heart failure on (B)(6) 2016. The driveline infection was not reported to be a contributory factor to the patient¿s death. No additional information was provided.

Manufacturer narrative:
No product was returned to the manufacturer for evaluation. A direct correlation between the device and the reported chronic driveline infection could not be conclusively determined. Infection is listed in the instructions for use as potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.